Event description:
It was reported that the patient experienced discomfort with the implanted system. The system was uncomfortable and not desirable for the patient. The entire system was explanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information for d. Suspect medical device, explant date.it was reported that the patient experienced discomfort with the implanted system. The system was uncomfortable and not desirable for the patient. The entire system was explanted. There were no additional adverse patient effects.